Manufacturer narrative:
The investigation for the reported pump stop has been completed. The impella device was not returned for investigation. Data logs were reviewed which showed the impella stop 115-motor current high alarms with intermediate loss of placement signal after 5 hours of case start. According to clinical records, a pump stop was reported after clamping the device, and the issue was resolved after unclamping it. The cause of the pump stop issue was use related since the problem occurred while the device was clamped, based on given clinical details.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 50-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. During cross clamp the impella stopped. It was presumed that the clamp was close to the motor. The impella started without difficulty when coming off pump and clamp was removed. The patient was hemodynamically stable.